Event description:
It was reported that during preparation for a ureteroflexible holmium laser lithotripsy procedure to treat upper ureteral calculus, it was noticed that the fiber broke 10cm away from the tip, after being energized. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that reported complaint was confirmed. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The product analysis indicates that the fiber was broken into two pieces. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a ureteroflexible holmium laser lithotripsy procedure to treat upper ureteral calculus, it was noticed that the fiber broke 10cm away from the tip, after being energized. The procedure was completed with another fiber without patient complications.